Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with the event and/or implant experience. Refer to the following: medical device report for the impella cp serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). Medical device report for the impella 5.5 serial number (B)(6) with date of the event 17-feb-2025 and patient identifier ending in (B)(6). (This report). Medical device report for the impella rp serial number (B)(6) with date of the event 17-feb-2025 and patient identifier ending in (B)(6). Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient in postcardiotomy cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (mcs) and experienced low pump flow and became hemodynamically unstable. The patient was escalated to an impella 5.5 device and also placed on an impella rp device for bipella mcs. The patient would experience hemolysis, low pump flow and subsequently expire. The following day after bipella placement, continuous renal replacement therapy was started with the plan to increase flow as patient tolerates and not removing volume at such time. The patient was noted to be pink warm and dry. Impella rp dressing was dry and intact in right femoral vein and the left subclavian impella 5.5 dressing serosanguineous. The patient's urine was noted to be purple and pink tinged. Patient did receive methylene blue the prior night it was noted. The possible hemolysis was discussed and suspected. Renal failure was noted and also the patient was reported to have systemic organ failure. Two units of red blood cells were given. The following day it was noted the patient required greater vasopressor support overnight after crrt started pulling ~100/hr. The patient was required one shock due to abnormal rhythm. Chest x-ray showed the impella rp shallow but appeared to be across pulmonic valve. The impella rp was at performance level p-9 and flowing 3.4 l/min, impella 5.5 was at p4 and flowing 2.5. Low purge pressure alarms from the impella rp device occurred and were resolved. Discussion was made with family, and decision was made to move the patient to comfort care. The patient would expire thereafter. Medical safety review of the event noted there is not enough evidence to exclude impella rp as an associated factor in the patient's outcome (demise). The impella rp flows dropped; hemodynamic consequence with the impella rp.